Event description:
Package opened and tubing found to be cut in several pieces. Tubing and original package placed in plastic bag and delivered to supply chain for return. Near miss. Did not reach the patient.